Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned product revealed that the distal section of the device was broken/fractured. During functional testing, resistance was encountered when the patency mandrel was advanced into the microcatheter following flush. The damage noted to the tip is indicative of excessive steam shaping during preparation of the device. As per the dfu "shape microcatheter by holding mandrel/microcatheter assembly no closer than 2.54 cm (1 in) from steam source for approximately 10 seconds. Caution: do not position microcatheter closer than 2.54 cm (1 in) from the steam source. Damage to the microcatheter may result". Therefore, based on analysis of all available information, a cause of use error was assigned to this event.

Event description:
Analysis of the returned device revealed that the catheter tip was broken. There was no patient involvement, as the device have never entered the patient body.